Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode and was unable to increase their therapy strength. A lead diagnostic was performed and revealed high impedances across the lead. X-ray imaging revealed lead fracture and migration. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: a4. Correction: h6 - clinical, impact, and device problem codes have been updated to reflect the event.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. During the procedure, it was noted that the physician was unable to remove the fractured lead without pulling out both leads.